Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain." Additional event for this patient reported on medwatch number 1825034-2016-02040. Product location unknown.

Event description:
Patient reported experiencing right knee pain and limited mobility approximately five years post-implantation.